Event description:
This report is to advise of skiving noted during analysis.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when the returned guidewire was advanced through the dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.